Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2026, the patient, presented with concern for hardware exposure. Per the treating center, it was found that the patient had thinning skin around the incision site, and an exposed lead. The patient underwent a wound debridement and removal of the neurostimulator and leads. Treatment included IV vancomycin and cefepime.